Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had redness and tenderness over the device site. A pocket infection was diagnosed. The patient was admitted to the hospital and treated with antibiotics. The device and leads are still in use. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.